Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The supplies were changed multiple times. Blood glucose ranged from 358-420 mg/dl. Reportedly, customer wore the pump against their skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. During troubleshooting for the current occlusion, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Reportedly, the customer declined to change the supplies and resumed insulin delivery on current supplies.